Manufacturer narrative:
Follow-up # 1 date of submission 10/04/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2016 with the following findings: the download of the pump black box data was not able to be completed due to the inability of the pump to maintain connection during the download. The pump powered on with no vibratory function and a blank screen. Performance testing was not able to be performed due to the blank screen. During a visual inspection of the pump, there was evidence of moisture visible behind display lens. The battery compartment was observed to be cracked at the case seal. A leak test was performed and a case crack leak was found; cracks were found between the case seal and keypad cover and between case seal and display lens corner. The pump case was removed, and evidence of moisture throughout pump internally. No damage to power circuit was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was an intermittent power issue. It was also reported that there is moisture ingress behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.